Event description:
The mother reported via phone call that the customer received a motor error alarm during basal rates. Customer's blood glucose was unknown. The customer could not recall any significant events leading to the alarm. Customer also stated they were able to complete the rewind sequence on their insulin pump. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump passed displacement test, rewind and basic occlusion test. No motor error alarm noted during testing. The insulin pump was unable to prime during prime test due to faulty force sensor resistor. The motor was tested outside of the device and passed. Failure analysis was unable to perform the occlusion test and excessive no delivery test due to prime/fill anomaly. The insulin pump was received with cracked reservoir tube lip, minor scratched display window, cracked battery tube threads, cracked belt clip slot and scratched reservoir tube window. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.